Event description:
The article, "after mitral valve replacement (mvr) by mechanical heart valve to the patient with low cardiac function, asynchronism of bi-leaflet was confirmed when the leaflets was closing", was reviewed. The article reported a cast study of a (B)(6) year old male who had a low ejection fracture of 25% due to dilated cardiomyopathy, and severe functional mitral regurgitation (quantity of regurgitation: 62ml).the patient also had end-stage renal function. The patient had symptoms of shortness of breath with exertion and low blood pressure. These were present as cardiac insufficiency had increased. The symptoms were unable to be managed by medication, therefore mitral valve replacement (mvr) was selected. A 31mm sjm mechanical heart valve (mhv) was selected because of patient's age. The mhv was implanted in anatomical position and subvalvular tissue was preserved. When the patient was weaning from the heart-lung machine, significant impairment of left ventricle motion was confirmed by transesophageal echocardiogram (tee) under ventricle pacing. However the systemic blood pressure was stabilized with catecholamine agent administration. The patient was finally weaned from the heart-lung machine. After weaning from the machine, tee detected asynchronism motion on both anterior and posterior leaflets, the anterior leaflet closed in slight delay after the posterior leaflet although there was no findings that the subvalvular tissue was tangled into the leaflets. Mild transvalvular leakage was observed though, no valve stenosis was confirmed so it was decided that further intervention was not necessary and the procedure was completed. Tee on the 6th day of postoperative detected that asynchronism of bi-leaflet motion when ventricular premature contraction occurred and left ventricle wall presented synchronization failure. Left ventricle function improved by the 11th day of postoperative, synchronization failure of left ventricle wall was not observed. The mhv leaflet asynchronism was also not observed. The patient had no cardiac insufficiency symptoms and was discharged from the hospital uneventfully on the 20th postoperative day.

Manufacturer narrative:
As reported in a research article, a patient was implanted with a 31mm sjm mechanical heart valve (mhv); an event of "significant impairment of left ventricle motion", "asynchronism motion on both anterior and posterior leaflets", and transvalvular leakage was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.